Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery using an indigo system catrx aspiration catheter (catrx), non-penumbra sheath, non-penumbra guide catheter, and guidewire. During the procedure, the physician experienced resistance during initial advancement of the catrx through a stent in the vessel and the catrx could not advance any further. Subsequently, the sheath, guide catheter, and catrx were removed together as a unit. Afterwards, the physician removed the catrx out from the guide catheter and found that the catrx was fractured mid-shaft. Therefore, the catrx was no longer used in the procedure. The procedure was completed using a new catrx with the same sheath and same guide catheter. There was no report of an adverse effect to the patient.